Event description:
It was reported that the customer was hospitalized due to high blood glucose. The spouse wants to make sure the insulin pump was functioning properly. Further troubleshooting could not be performed as caller was not in the customer's account. The spouse stated that the customer will call later. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.